Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen ¿went blank¿ when the customer unpaired the pump from the mobile device. Reportedly, customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.